Event description:
Medtronic received information that this bioprosthetic valve, implanted eleven months, was explanted due to patient symptoms of heart failure in combination of high gradient of 80mm/hg. During pre-operative investigation via echo they could find nothing wrong with the valve but once access had been gained, a large amount of pannus was found sitting in the base of two of the valves cusps, which prevented these leaflets being able to operate effectively. The valve was explanted and a valve of another manufacturer was implanted. The physician reported that the patient had a chest infection two months after implant of the explanted valve and suspected that this was the cause of the pannus formation. The source of that infection was unknown but it was noted that the patient had also had a respiratory tract infection and a urinary tract infection. There was no information to suggest the patient had a history of endocarditis. The explanted valve was sent to hospital microbiology. The patient was reported to being doing well with the new valve. It was reported that the physician was a regular user of this model valve and has not seen any problems with the valve before this case. The valve was returned to medtronic for analysis.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was received dry with no solution in a small specimen container, in the explant box. The valve was distorted; almond shaped. Tissue appeared to have been removed from two cusps. All existing leaflets were stiff due to brown thrombotic appearing host tissue on the outflow. Histology samples appeared to have been excised from the left and right cusps. Cuts and/or tears that appeared to have occurred during explant were observed on the tunica of all cusps. All commissures appeared intact. Brown thrombotic appearing host tissue filled and stiffened all leaflets on the outflow. Some host tissue appeared to have been removed during explant. There was no visible evidence of vegetation. Radiography showed no evidence of mineralization in the valve and/or host tissue. There was no visible evidence of pannus overgrowth except on the back of the left right stent post. Radiography showed distortion in the stent. Conclusion: reduced performance of the valve is attributed to thrombus. This finding is generally considered a patient related condition. Pannus was also noted on the outer stent post, which this finding is generally considered a patient related condition also. Stent distortion is likely due to patient anatomy and/or implant technique. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(6). (B)(4).